Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) showed high pacing impedance and noise on the right atrial (ra) channel. Technical services (ts) reviewed the case and stated the issue was related to respiratory rate trend (rrt) oversensing and suggested to turn off the rrt feature. Ts explained turning off rrt will take care of the noise, but they are still likely to see excursions in impedance trends. The other leads impedance trends are stable. Reportedly, far-field oversensing has been noticed as well, and the ra lead sensitivity was decreased. This crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) showed high pacing impedance and noise on the right atrial (ra) channel. Technical services (ts) reviewed the case and stated the issue was related to respiratory rate trend (rrt) oversensing and suggested to turn off the rrt feature. Ts explained turning off rrt will take care of the noise, but they are still likely to see excursions in impedance trends. The other leads impedance trends are stable. Reportedly, far-field oversensing has been noticed as well, and the ra lead sensitivity was decreased. This crt-d remains in service and no adverse patient effects were reported. Further information was received that the ra lead continues to exhibit high out of range pace impedance measurements. The involved lead is a non boston scientific product. Additionally, pocket manipulation was performed and the atrial electrogram (egm) exhibited noise. This noise was suspected to be oversensed by the device. Further evaluation was recommended by ts. This device system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator showed high pacing impedance and noise on the right atrial channel. Technical services (ts) reviewed the case and stated the issue was related to respiratory rate trend (rrt) oversensing and suggested to turn off the rrt feature. Ts explained turning off rrt will take care of the noise but they are still likely to see excursions in impedance trends. The other leads impedance trends are stable at this moment. This device remains in service and no adverse patient effects were reported.